Event description:
It was reported that, during a holmium laser lithotripsy procedure, the fiber broke in two pieces. The console was functioning as expected, and the debris shield was confirmed to be intact. A second fiber was chosen, and the procedure was completed without patient complications.

Event description:
It was reported that, during a holmium laser lithotripsy procedure, the fiber broke in two pieces. The console was functioning as expected, and the debris shield was confirmed to be intact. A second fiber was chosen, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in two pieces, thus confirming the reported clinical observations. The fiber tip had normal degradation. The connector was tested, and no anomalies were observed. During functional testing, the aiming beam was bright and round. Based on analysis results, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. According to the device instructions for use (IFU), the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.